Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided d6 - the implant date is estimated. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported hf cannot be determined. Additionally, the reported hf, as listed in instructions for use, and is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This research article was a prospective study designed to evaluate hemodynamic and symptomatic changes in patients with significant secondary mr during exercise stress echocardiography (ese) before and after transcatheter edge-to-edge repair (teer) using mitraclip system. Complications identified in the study included: heart failure hospitalization. In conclusion, teer can be safely performed for exercise-induced mr. Teer for exercise-induced mr resulted in substantial improvements in both postoperative mr severity and subjective symptoms. Echocardiographic parameters did not demonstrate any signifcant changes before and after teer, which warrants further investigation. Details are listed in the attached article titled "changes in exercise stress echocardiographic parameters before and after transcatheter mitral valve edge-to-edge repair".